Event description:
The hcp reports a patient receiving intrathecal lioresal experiencing seizures and episodes of lethargy and passing out since late 1999. The patient had their first pump placed in 1996. The first report of seizure activity was reported in 1999. In early 2006 the patient's mother reported seizure disorder. The patient also suffers from chronic kidney infections. An eeg was performed, but no results were reported. The following month, the patient's device was replaced due to end of life and there were no withdrawal or underdosing symptoms. Since the pump replacement, the mother has stated that the patient continues to experience these lethargy/hard to arouse episodes which she reports as seizures. The patient is being followed by a neurologist. There is no documentation that these episodes have been diagnosed as seizures, and there is no evidence of grand mal seizure. The hcp noted that these spells have been present throughout much of the patient's history and they do not believe they are related to the device or drug the patient is receiving. The patient has recently been placed on keppra.